Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump functioned properly during prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. Insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
No blood glucose levels reported. The customer reported scratches on the display of the insulin pump that made it difficult for the customer to read. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.